Manufacturer narrative:
The reported event of deformation during deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer cribriform occluder was selected for implant. The device was prepped per IFU, but when deployed, the left atrial disc was bulbous. The device was recaptured and deployed again, however the issue persisted. The device was recaptured and removed from the patient without incident. A new 30mm amplatzer cribriform occluder was successfully implanted. No patient consequences were reported.